Event description:
It was reported on (B)(6) 2012, that the patient had high impedance on a diagnostic test performed during a follow up visit. The generator was disabled, and the patient was sent for x-rays. There was no suspected manipulation or trauma to the device. The patient had previously undergone a generator replacement procedure on (B)(6) 2012, and at the time of the procedure, the diagnostics were said to be normal. Additional information was then received indicating that the x-rays were performed; however pin insertion could not be assessed due to the areas captured by the images. The x-rays will not be returned to the manufacturer. The physician is unsure at this time if there is a lead fracture, or if the issue is with improper pin insertion. Since the device has been turned off, the patient has also started experiencing an increase in seizures. The patient has been referred for exploratory surgery and possible lead revision. Surgery is likely but has not occurred to date.

Event description:
The patient underwent exploratory surgery with a different surgeon on (B)(6) 2012. During the procedure, pin re-insertion was attempted and the issue resolved. The dc/dc code following the re-insertion was 2. There was no product replacement, and no additional issues.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.